Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned, cut into two segments. Internal insulation abrasion was found at 27.3 cm to 29.0 cm from the distal tip. The etfe coating of the conductors was intact at the abrasion site. (B)(6). No complaint received with the return of device. Failure (event) observed during analysis.